Manufacturer narrative:
Us customer contacted cepheid to discuss an encounter with a patient discrepant while running a xpert xpress cov-2 plus test. On (B)(6) 2023, a sample was collected from the patient. On (B)(6) 2023, the sample was tested with xpert xpress cov-2 plus which resulted as sars-cov-2 positive. Sample was processed per the pi. This result was reported to the physician. A retest of the sample was requested. The sample was mistakenly run on xpert xpress cov-2 plus when test was ordered for xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, the sample was retested on xpert xpress cov-2/flu/rsv plus. The test resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. Sample was processed per the pi. This result was reported to the physician. Due to the discrepancy, on (B)(6) 2023, the sample was retested again on xpert xpress cov-2/flu/rsv plus. The test resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. Sample was processed per the pi. This result was reported to the physician. The patient's result was amended from positive to negative. The patient was not symptomatic for respiratory illness at the time of testing which was noted to be off-label use. There is no known death or deterioration in the state of health of the patient. Xpert xpress cov-2 plus test was positive, with weak signals from e target and n2 target. Xpert xpress cov-2/flu/rsv plus was then performed twice. Twice the results were negative. Customer reported patient did not have any respiratory symptoms which was noted to be off-label use for the xpert xpress cov-2/flu/rsv plus test. Performance of the xpert xpress cov-2/flu/rsv plus test in asymptomatic patient is unknown. Examination of the pcr raw data showed no evidence of interference or product malfunction. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss an encounter with a patient discrepant while running a xpert xpress cov-2 plus test. On (B)(6) 2023, a sample was collected from the patient. On (B)(6) 2023, the sample was tested with xpert xpress cov-2 plus which resulted as sars-cov-2 positive. Sample was processed per the pi. This result was reported to the physician. A retest of the sample was requested. The sample was mistakenly run on xpert xpress cov-2 plus when test was ordered for xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, the sample was retested on xpert xpress cov-2/flu/rsv plus. The test resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. Sample was processed per the pi. This result was reported to the physician. Due to the discrepancy, on (B)(6)2023, the sample was retested again on xpert xpress cov-2/flu/rsv plus. The test resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. Sample was processed per the pi. This result was reported to the physician. The patient's result was amended from positive to negative. The patient was not symptomatic for respiratory illness at the time of testing which was noted to be off-label use. There is no known death or deterioration in the state of health of the patient.